Manufacturer narrative:
Model number: 72404155; lot number: 1000023393; model description: reservoir 65 ml pc/iz; UDI: (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the pump was very difficult to squeeze and the device would not cycle properly. The doctor was able to verify the device issues prior to surgery. A new ipp device consisting of an 18cm cx and 65ml reservoir was implanted.